Event description:
The dentist reported that after 6 months the dental implant was installed in patient's jaw; it was verified its non osseointegration. 25 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality.